Event description:
The customer observed false reactive alinity I anti-hbs results on a 44yrs old female patient which negative on roche platform. The results provided were: sid (B)(6), initial=10.36 miu/ml (>or =10 miu/ml consider being protective against hepatitis b viral infection) /repeated=10.2 miu/ml . Roche=negative (no actual results provided). There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p89-74 that has a similar product distributed in the us, list number 7p88, with 510k number p050051. Section a patient information: refer to section b5 for complete patient information.